Event description:
The customer reported false positive architect total -hcg results generated by the arhitect i2000sr processing modules for two patients. The results were inconsistent with the patients¿ clinical presentation. The samples were retested, yielding negative results. The following data was provided (= 5.00 miu/ml is negative, >5.00 to <25.00 miu/ml is grayzone, = 25.00 miu/ml is positive): patient 1: (B)(6) 2026 initial result (B)(6) = 901.21 miu/ml, repeat result = 890.01 miu/ml. Result from new blood draw (B)(6) = <1.2 miu/ml. Patient 2 (39-year-old, female): (B)(6) 2026 sid (B)(6) initial result (B)(6) = 48.72 miu/ml, repeat result = <1.2 miu/ml. No impact to patient management was reported.

Manufacturer narrative:
Section a patient information: refer to section b5 for complete patient information. This report is being filed on an international product, list number 07k78, that has the same product distributed in the us, list number 07k78, with 510k/PMA/bla number k983424. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false positive architect total -hcg results generated by the arhitect i2000sr processing modules for two patients. The results were inconsistent with the patients¿ clinical presentation. The samples were retested, yielding negative results. The following data was provided (= 5.00 miu/ml is negative, >5.00 to <25.00 miu/ml is grayzone, = 25.00 miu/ml is positive): patient 1: (B)(6) 2026 initial result (B)(6) = 901.21 miu/ml, repeat result = 890.01 miu/ml result from new blood draw (B)(6) = <1.2 miu/ml. Patient 2 (39-year-old, female): (B)(6) 2026 sid (B)(6) initial result (B)(6) = 48.72 miu/ml, repeat result = <1.2 miu/ml . No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for false positive architect total b-hcg results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data review, and testing of the complaint lot. A review of tracking and trending did identify an increase in complaint activity. However, no commonalities for the complaint lot and issue were identified. Accuracy testing was performed using panels, which mimics patient samples, and an in-house retained kit of lot 80029ud01, stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Manufacturing documentation for the lot was reviewed and did not identify any issues. Device history record review on the lot number did not identify any non-conformances or deviations. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency of architect total b-hcg, lot number 80029ud01, was identified.